Event description:
The crna, certified registered nurse anesthetist, was giving report about the patient to a pacu, post anesthesia care unit, rn. While the pacu rn was assessing the patient, the jp, jackson-pratt bulb became detached from the drain and splashed blood into the crna's eyes. The crna followed up with employee health and worker's compensation papers were completed.